Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to hematologous infected knee. When explanting the tiba there was poor cement fixation pull-out strength and the explant had no cement attached. All remaining cement mantle was left in the bone. On (B)(6) 2017. Dair procedure due to hematogfenously infected knee from a wound on the great toe same foot. One week of symptoms from the knee prior to surgery. Staph. Aureus, but didn¿t respond to treatment. We did a puncture that was positive and we startet a 2-stage revision (B)(6) 2018 with explantation of the implant and implanted a cement-spacer. The femoral component loosened easily between the bone and cement with signs of infection in the bone. The tibial component was fixed, but loosened really easy between the implant and cement (low pull of force) and not between the bone and cement where we had cut with the sawblade. The back side of the tibial component looked like som lcs-implants that we hav revised before due to loosening and we will like to know if this has the same mechanism of loosening and if this can be of future concern for our attune-patients. Patient condition prior to event good condition, but local problems with knee pain and stiffness.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code 150600007, lot number 8309703. Device history review: product code 150600007, work order (B)(4), was manufactured on date 24-may-2016. (B)(4). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.